Event description:
It was reported to covidien on 07/10/2009 that a customer had an issue with a peritoneal dialysis catheter. Customer states on (B) (6) 2009, a leak occured in the peritoneal dialysis catheter between internal and external cuff. Customer states that the catheter had to be pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.